Event description:
The customer contacted baxter's technical service center and reported that the homechoice (hc) was not warming up the solution bag. The baxter technical service representative (tsr) arranged to swap the device. Product surveillance contacted the nurse on (B)(6) 2010 regarding the heater plate not warming solution. The nurse stated that she was aware of this event, however, the patient was never infused with cold solution. According to the nurse the patient has been seen since this event and has not had any further issues. The patient resumed therapy. No further information was available. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4).the device has been received by baxter, however the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported issue the homechoice not warming the solution bag could not be confirmed in the device logs, but was duplicated during the evaluation performed by the pal (product analysis lab). The pal evaluated the device and the heater pan was inoperative. The digital board was replaced with the test article and the device was able to power up in calibration mode. The cause for the homechoice not warming the solution bag was determined to be an inoperative digital board. The device's service history review revealed that no issues were identified that may have contributed to the device not warming the solution bag. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.